Event description:
It was reported that during a da vinci prostatectomy procedure, the surgeon heard a small explosion type sound come from the surgeon side console and then smelled smoke. At this time the da vinci system went into battery back-up mode. The surgeon contacted intuitive surgical inc.(isi) technical support for assistance and was advised to ensure that the system was plugged into the wall socket properly and to emergency power off (epo) the system. The system would not power on after the site performed the epo. At this time the surgeon made the decision to convert the procedure to traditional open surgical techniques. No further information was provided.

Manufacturer narrative:
An isi field service engineer (fse) visited the site and found the primary power supply (pps) on the surgeon side console to be defective. The pps was replaced as well as the battery pack module and the cable. The parts have not been returned for failure analysis investigation as of the date of this report. The root cause of the customer reported failure mode cannot be determined at this time. A follow-up MDR will be submitted post engineering evaluation and/ or if additional information is received about the event. On (B)(4) 2013, isi contacted the surgeon to obtain additional information about the event and the surgeon provided the following information: prior to the procedure starting the surgical staff tested the da vinci system and the system passed testing with no problems identified. Approximately 2.5 hours during the da vinci procedure, the surgeon heard a small boom sound from the surgeon side console. The surgeon then smelled a little smoke,which he claimed smelled like a cable was burning. The system then went into battery mode. The surgeon contacted isi technical support for assistance and at the advice of the tse, the site performed an epo of the system however the system would not power back on. Due to the issue, the surgeon made the decision to complete the procedure via open surgical techniques. The patient tolerated the open procedure well and will be discharged in a couple of days from the hospital. This complaint is being reported due to the following conclusion: due to the power issue with the system, the surgeon decided to convert the surgical procedure to traditional open surgical techniques.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the products involved with this complaint and completed investigations. The primary power supply was evaluated with the following findings: failure analysis was able to replicate the reported failure issue by installing the unit to printed circuit assembly (pca)system and it failed to power on due to a bad power supply. The battery pack, gold connector was evaluated with the following findings: failure analysis was not able to replicate the reported issue by installing battery pack into pca test system and powering up for about an hour. The iod/ria cable strand was evaluated with the following findings: failure analysis was able to replicate failure reported issue by performing a visual inspection and noticed that the pin was damaged.